Event description:
It was reported that during use of the inflatable penile prosthesis (ipp) the patient experienced a pop and the implant no longer inflated. A revision surgery was performed in which the cylinders and pump were removed and replaced. During the procedure, a fluid leak was identified in the connector from pump to reservoir and in the tubing from right cylinder to pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders, pump and reservoir underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. The kink resistant tubing (krt) from one of the cylinders had a leak from fatigue. No anomalies were found with the pump, nor the reservoir. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported clinical observation of the inflation issues.

Event description:
It was reported that during use of the inflatable penile prosthesis (ipp) the patient experienced a pop and the implant no longer inflated. A replacement surgery was performed in which all components were removed and replaced. During the procedure, a fluid leak was identified in the connector from pump to reservoir and in the tubing from right cylinder to pump. No patient complications were reported.

Event description:
It was reported that during use of the inflatable penile prosthesis (ipp) the patient experienced a pop and the implant no longer inflated. A replacement surgery was performed in which all components were removed and replaced. During the procedure, a fluid leak was identified in the connector from pump to reservoir and in the tubing from right cylinder to pump. No patient complications were reported.